Event description:
It was reported that resistance was felt when inserting the polarmap into the polarx fit, and the polarmap broke. During a cryoablation procedure to treat atrial fibrillation (af), a crbs polarmap catheter was used. During preparation, upon inserting the polarmap into the polarx fit, resistance was felt and the polarmap was bent. Subsequently, when they tried to align the polarmap, it broke. Another polarmap catheter was used, and the procedure was completed. There were no patient complications reported as a result of this event. The device was disposed and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.